Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify low battery test and battery out limit due to blank display. Pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced high blood glucose level up to 343 mg/dl. The customer¿s current high blood glucose 343 mg/dl. The customer treated with insulin pump. The customer also reported battery out limit, low battery alert and insulin pump got moisture damage. Assisted customer in performing self test. Self test was completed. The insulin pump will be returned for analysis.